Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50 ml intravia container leaked due to a compromised seal where the dosing port and bag meet. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a liquid drop in the port seal; however, the source of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.